Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would fit loosely in the pump usb port and would intermittently become disconnected as a result. Reportedly, the customer was able to charge the pump with an alternate cable with no issue. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to customer.